Manufacturer narrative:
End user's weight not known so estimation used. Trend data reviewed and no adverse trend observed. DHR review conducted and results found to be complete and accurate. Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. The root cause of the skin irritation cannot be determined but some individuals may still be sensitive to a specific material that has met all sensitization test requirements and the severity of their reaction cannot be predicted.

Event description:
It was reported that an end user had perfect and clear peri-stomal skin. Three days later when the hollister ostomy barrier was changed, the skin was broken, red, itchy, and there was a large diamond shape area that had a top layer of skin removed. End user saw a dermatologist who prescribed clobetasol cream. The cream was used for 3 - 4 days and the skin irritation has since cleared up and the end user has not used any prescriptive treatment since.